Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. The customer reported that the low flow alarms were due to a combination of hypertension and hypovolemia, and they improved with medication adjustment. The controller event log file contained events on (B)(6)2024 from 12:49:46 to 14:25:56, per the timestamps. Low flow alarms were captured at 13:49:04, with flows decreasing to a low of 0.1 liters per minute (lpm) before recovering. The log file also captured numerous low flow fault flags that did not persist long enough to activate a low flow alarm. The log file also contained multiple pi events. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. A cross-section CT scan was provided by the customer for review. Review of the image could not confirm the reported bio debris buildup within the proximal portion of the outflow graft. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 1 also lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Event summary: it was reported that the patient arrived at the emergency department (ed) with syncope and low flow alarms. The log file captured low flow events on 06nov2024. The pump flow got as low as 0.1 lpm briefly at 1:49pm. There did not appear to be any type of mechanical circulatory support equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. The log file also captured 107 pulsatility index events that are considered routine. There were no other unusual events recorded in the log file event history. The patient underwent computed tomography angiography chest on (B)(6) 2024 that did not show abnormalities. The patient weaned off pressors and transferred to floor on (B)(6) 2024. The patient had another computed tomography angiography chest on (B)(6)2024 which showed asymmetric bio debris in the proximal portion of the graft extending over a length of 5cm with debris diameter of 6.6mm. No intervention was required at the time. The cause of the low flow alarms were thought to be a combination of hypovolemia and hypertension. The low flow alarms were improving with medication changes. The patient was still inpatient and monitoring.